Event description:
It was reported the patient will undergo a revision surgery to remove the tmj implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : implanted.

Event description:
It was reported, the patient will undergo a revision surgery to remove the tmj implant.

Manufacturer narrative:
Update: h6: correction: the event reported, indicated the surgeon would perform a revision surgery to remove the tmj implant. During the investigation, the surgeon confirmed, the device was not removed. And rather, a coronoid-ectomy surgery was performed. Overall, the surgeon has confirmed, there are no issues with the devices. Based on the investigation, there is no indication of an incorrectly working product or any design, material or manufacturing related issue.